Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total abdominal hysterectomy, bilateral salpingo-oophorectomy, burch retropubic cystourethropexy, and telescope jackson-pratt drain placement. It was reported that patient underwent multiple mesh removal on (B)(6) 2005 by dr. (B)(6) at (B)(6) medical center and on (B)(6) 2005 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.